Manufacturer narrative:
The ventilator was investigated on site and the air gas module and control printed circuit board (pcb) were replaced and returned for further investigation. The cause of the event was a non-compatible connector on our ventilator that didn¿t fit with the customer¿s air supply line. Simulated use testing of the received air gas module and control pcb has not reproduced the described customer issue and could therefore confirm that the event was caused by the non-compatible connector. The review of the returned device logs confirms the reported issue with failure of the flow transducer test during pre-use check. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The cause of the event was a non-compatible connector on our ventilator that didn¿t fit with the customer¿s air supply line.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. (B)(4).